Manufacturer narrative:
E1: customer's last name - (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had black dots view in laparoscopy camera. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, g2, h2, h3, h4, h6, h11. Corrected fields: e1, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "black dots appear" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defects and cable cut. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: watertight defects due to cable cut. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had black dots view in laparoscopy camera. There were no reports of patient harm.